Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: the reported device was received for evaluation. A visual inspection revealed it is not in its original packaging. The wings of the fixation device have been damaged at the proximal end, with one of the wings twisted out of it's intended design. There is biological debris on the returned device. A functional evaluation could not be performed because the damage to the device prevented testing. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, during an acl reconstruction surgery, a biosure pk screw could not be inserted into the biosure tibial fixation device. The issue was noted when the fixation device was already implanted, therefore, it had to be forcibly removed. Surgery was completed with a back-up device in the originally drilled bone hole, which was prepared with a 9.25mm screw. There was a surgical delay of less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference number: (B)(4).